Event description:
It was reported that customer received a minimum fill notification while attempting to load a new insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer initially reloaded same cartridge without success, then followed technical support instructions to remove pump from case, clean pump connection area, and properly fill and load a new cartridge, after which cartridge loaded successfully and insulin delivery resumed.